Manufacturer narrative:
Reported issue of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip did not deploy correctly. However, the nature and cause of how the clip did not deploy correctly is unknown. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip assembly was detached from the bushing, but still attached to the control wire via the tension breaker and yoke. A functional evaluation of the device found that the prongs could not be opened; however, were not locked into the capsule. The clip assembly could be deployed and two clicks were heard. The over sheath assembly was not returned. There is not enough information available to determine what caused the reported failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip did not deploy correctly. However, the nature and cause of how the clip did not deploy correctly is unknown. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.